Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently did not deliver insulin as intended. Customer's blood glucose level was approximately 300 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore, no additional information could be obtained. Customer reverted to manual injections for insulin therapy.